Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. The device was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of 'known inherent risk of device'.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited oversensing on stored atrial tachy response episodes. Technical services (ts) was consulted and confirmed the oversensing. Ts recommended to monitor the patient after reprogramming to a fixed sensing value or a longer sensing duration to avoid mode switches. No adverse patient effects were reported. This ICD remains in service.